Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Post reprogramming the patient complained of sharp twinges, but diaphragm stimulation was reproduced nor was it reproduced with rv pacing. Surgically intervention was performed and this lead was surgically abandoned, along with the rv lead that had low r-wave measurements. A new device was also implanted at that time. It was reported that the procedure was well tolerated by the patient..

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent undersensing as there were no atrial events marked on the atrial electrogram (egm). During the evaluation the atrial events returned on the egm. Also,episodes of noise with oversensing were able to be reproduced in clinic. P-wave measurements were 2.4mv to 2.6 mv and thresholds were stable. It was noted that with isometrics the lead impedance was <200 ohms at times. A snapshot of the egm was sent to boston scientific technical services (ts) and it was discussed that likely the lead was starting to develop a short. A chest x-ray was performed but was not conclusive and the device was reprogrammed to to dddr 40ppm. A follow-up evaluation was recently performed and the ra lead no longer appeared to be working. The ra egm was flat, but would intermittently display during isometrics, impedances were <200 ohms, and there were episodes of ra noise with oversensing stored. The device was programmed to vvi 50 ppm, and a plan was being developed by the physician, but the field representative did not have any further details. The patient has had no adverse effects related to these observations as he only paces 6% of the time in the ra.